Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire with coating fragments was returned for evaluation. No deformation other than a shaped curve on the tip was observed on the returned guide wire. For approximately 45 through 62cm from the tip, intermittent and longitudinally-linear peeling of the ptfe coating was observed. The coating fragments were green and folded into pleats; the fragments were considered part of the returned guide wire. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire and peeled coating fragments resembled the returned fragments. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meeting the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated when a sharp edge of a concomitant device such as a metal introducer point-contacted the shaft of the returned guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the procedure was to treat a thrombosis in the superficial femoral artery. An asahi guide wire crossed the lesion and thrombus was aspirated via a 6 fr. Guiding catheter. Fragments of ptfe coating were observed in the extracted thrombus. No additional intervention was performed with regards to the reported peeling of the ptfe coating. The blood flow was successfully reestablished by suction. There were no adverse patient effects.